Manufacturer narrative:
H6 - health effect clinical code: 4581 (iris compromise). H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -7.0/1.0/130 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to elevated iop(69mmhg without pupil block and angle closure, and excessive vault. This resolved the problem. Cause of the event is reported as other: lens too big.